Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trigger considering the following event is identified: device fracture. Event description: it was reported that the patient received an implant on (B)(6) 2019 and during the surgery the device fractured which caused 40 minutes' delay in the surgery. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Compatibility: compatibility check could not be performed as only one product has been reported. Conclusion: it was reported that the patient received an implant on (B)(6) 2019 and during the surgery the device fractured which caused 40 minutes' delay in the surgery. The device has not been returned for investigation. The lot number is unknown, therefore, the manufacturing documentation could not be pulled and reviewed, neither could the compatibility check be performed. No medical data such as surgical notes or any other case-relevant documents have been received. In conclusion, based on the missing device and insufficient information, no investigation could be performed on the reported event. Therefore, neither could the complaint be confirmed nor could a root cause be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00215.

Manufacturer narrative:
(B)(4). The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive source documents for review. Device history record (DHR) review could not be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during an implantation surgery the dynesys instrument fractured. This caused 40 minutes of delay in the surgery. Attempts to obtain additional information have been made; however, no more is available